Manufacturer narrative:
No motor error alarm noted during testing or when reservoir is empty. Unit was unable to prime during prime/delivery test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm when reservoir was empty. Customer was able to rewind and use insulin pump. Insulin pump will be replaced.